Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Testing of the returned device was performed by the manufacturer, including visual inspection, continuity testing, and puncture performance testing using a bench top model. The bench top testing demonstrated the returned device was able to successfully puncture through soft tissue. The root cause of the complaint was determined to likely be poor contact with target tissue and minimal force advancing the device during rf delivery.

Event description:
The protrack rf anchor wire was used in a transseptal procedure. Multiple attempts were made at different locations on the septum but transseptal puncture was not achieved. The patient's right atrium was quite large, which may have limited the amount of support provided by the steerable sheath to the rf wire. The procedure was completed without complications using an alternate device. There is no suspected device problem. However, baylis medical has decided to report this event due to the procedural delay that occurred.